Manufacturer narrative:
(B)(4). Evaluation of the sample by baxter and haemotronic confirmed that there was a breakage at the t-connector on the green line. Haemotronic's investigation report states that assembly is a manual process, and there was an excess of solvent in the area of breakage, shown by the "deep 'corrosion' of the wall of the tubing port." Haemotronic notified manufacturing personnel, to prevent this issue in the future; it is stated in the report that "there were no previous cases of this nature." Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer reported to baxter (B)(4) that during prefilling a leak was noticed in the tubing. There was no patient injury or medical intervention reported. This incident was prior to patient use and no patient was connected. No additional information is available.